Event description:
The consumer stated that she experienced severe pain and pressure in her vaginal area after tampon usage. She later found a clear round plastic piece, from the applicator, inside of her. She was able to remove the piece herself.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.